Event description:
The patient reportedly has no lock between the internal cochlear implant and the external equipment. External equipment was exchanged, however this did not resolve the issue. Revision surgery has been scheduled.